Manufacturer narrative:
No product is being returned for evaluation, but a lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - at the time of performing a coagulation, the monopolar scissor did not function. Original: (B)(4). Additional information received from sales rep on may 22, 2017: the surgeon used the cord delivered with the [competitor's energy generator]. The cord was able to be attached to the device. Nobody can remember the name of the procedure performed. The reason why the device is not returning for evaluation is because they destroyed it immediately. Type of intervention - another scissor was used. Patient status - no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from sales rep on june 6, 2017: these are the pictures attached. During malfunction the surgeon ask a replacement of the cable. This did not change anything. This was for a cholecystectomy. Original: voici les photos en pièce jointe. Lors du dysfonctionnement le chirurgien a demande un remplacement du câble. Ce qui n à rien arrangé. L indication en question était une cholecystectomie.